Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal morphine (unknown) via an implantable pump for non-malignant pain. The patient reported that they want to meet with a company representative (rep) and a doctor who managed a pump because the pump morphine had run out. Patient mentioned they were in the hospital because of a kidney failure. Patient added that they were in dialysis and had cataract. Patient called back and stated that their pump was out of fluid and was beeping. Patient stated they thought the pump was beeping once every hour (however, patient then described a two-toned alarm). Patient stated the nurse tried to call the national answering service (nas) but was unable to get assistance because they "could not write a prescription". Patient stated they were in a lot of pain and they just wanted a company rep to come look up the pump. Patient commented that they ran out of medication and the pump beeped for a month or so before they got it filled. Patient mentioned they also had cataract and could not drive. Patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the healthcare provider (hcp) reporting that the patient was in the hospital for a reason outside of the pump but patient told the hcp that the pump was out of medication since last week and they were having a return of pain. The hcp requested a company rep to come and fill the pump.

Manufacturer narrative:
Correction to event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal morphine (unknown) via an implantable pump for non-malignant pain. The patient reported that they want to meet with a company representative (rep) and a doctor who managed a pump because the pump morphine had run out. Patient mentioned they were in the hospital because of a kidney failure. Patient added that they were in dialysis and had cataract. Patient called back and stated that their pump was out of fluid and was beeping. Patient stated they thought the pump was beeping once every hour (however, patient then described a two-toned alarm). Patient stated the nurse tried to call the national answering service (nas) but was unable to get assistance because they "could not write a prescription". Patient stated they were in a lot of pain and they just wanted a company rep to come look up the pump. Patient commented that they ran out of medication and the pump beeped for a month or so before they got it filled. Patient mentioned they also had cataract and could not drive. Patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the healthcare provider (hcp) reporting that the patient was in the hospital for a reason outside of the pump but patient told the hcp that the pump was out of medication since last week and they were having a return of pain. The hcp requested a company rep to come and fill the pump.